Event description:
Reportedly, during a regular pacemaker check, it was noticed that no diagnosis data were available. An explantation is requested.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.